Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient who was currently receiving morphine with concentration 2 mg/ml at a dose rate of 0.65 mg/day via an implantable pump for spinal pain. It was reported that the patient received a new pump on (B)(6) 2019 and after the new implant the catheter access port (cap) region or point of the pump was poking into the patient¿s rib/side and was uncomfortable. Implant depth concerns were reported. There was no dissatisfaction with the size or shape of the pump. Cosmetic concerns (not erosion) was reported. It was further noted that pump loose/movement/migration occurred. On (B)(6) 2019 they revised the pump to change the location to make it more comfortable for the patient. It was further reported that on (B)(6) 2019, they were unable to establish telemetry with the pump using two different tablets. Antenna location and performing a circular motion over the pump until establishing connection was reviewed at the time of the report. It was indicated that troubleshooting performed at the time of the report resolved the telemetry issue, as they were able to establish a connection by performing circular motion. No patient symptom was reported regarding having been unable to establish telemetry with the pump using two different tablets. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported that the cause of the pump migration was not determined. However, the patient is satisfied currently with pump positioning. No further complications were reported or anticipated.